Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No blank display or flashing medtronic logo were noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alarms were found in the history files or traces on or near the event date. Pump error 63 variable 12 was confirmed in the history files on (B)(6)2023 at 22:30:44.00 due to a processor watchdog failure. Pump was cut open to perform visual inspection and found a corroded home switch and evidence of moisture damage on pcba 1, pcba 2, and the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battey cap contact damaged, cracked retainer, battery tube threads - cracked, cracked case - corner of belt clip rails, label damage (stained), pillowing keypad overlay. Unspecified pump error was confirmed in the history file to be pump error 63 variable 12 alarm. Pump error 63 variable 12 was confirmed due to a hardware error on the processor watchdog pump passed full functional test. Pump exposed to moisture confirmed on pcba 1, pcba 2, and the force sensor. No blank display or flashing medtronic logo was observed during analysis. Blank display and flashing medtronic logo were not confirmed. Damaged retainer ring and damaged battery cap contact were confirmed during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a pump blank and medtronic logo flashed for a while. Troubleshooting was performed but the issue was not resolved. The customer was taking a blood glucose test and got a critical pump error. The customer was able to successfully clear the alarm(s). The customer received a request to rewind the pump and was able to complete the rewind. The customer was advised to perform a self test and the pump passed the test. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device and the insulin pump will not be returned for analysis.